Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left pulmonary artery with heavy calcification and mild tortuosity. The 12.0x20mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, ruptured after 10 seconds at 8 atmospheres during the first inflation. The bdc was removed from the patient and another armada bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.